Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 977.4mcg/day) via an implantable pump. It was reported that the patient had a pump replacement on (B)(6) 2025 and it went well. Everything was programmed exactly the same with flex dosing. The catheter access port (cap) was aspirated at that time with no issues. The patient presented with withdrawal symptoms the following day and went back to the hospital. A revision was planned for (B)(6) 2025. When the incision was opened, the cap was aspirated and it showed clear fluid with little bubbles to start, but then it was all good. The physician wanted to prophylactically replace the pump segment of the catheter at the collet and also wanted to replace the pump with new drug. Once that was done, the new catheter was connected to the pump, aspirated again with no bubbles and clear fluid. The patient was closed up and programmed exactly the same. A priming bolus was done and the patient was due to receive a bolus with flex programming 3 hours after the priming bolus. The issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.